Event description:
It was reported by the aci vascular closure specialist that a (B)(6) female patient underwent an interventional coronary procedure on (B)(6) 2012. Access was obtained at the femoral head, via a 6f sheath (unknown model). Peri-procedure, the patient was anticoagulated with angiomax. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site, and the vessel approximately 6mm in size. Following the procedure, the rt who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the rt had difficulty shuttling the sealant down through the sheath, and was not able to retract the sheath. It appeared that the sealant "began to swell inside the sheath and it looked as if it was caught on the advancer tube, the device was jammed. The device was removed from the patient and the patient was converted to 45 minutes of manual compression. Hemostatis was achieved. The patient was kept overnight due to the interventional procedure.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle and the sealant sleeve was pulled back against the shuttle. The sealant was not returned with the device. The introducer sheath and the shuttle cartridge moved freely on the catheter during investigation. The catheter, shuttle cartridge and advancer tube were inspected for anomalies (i.e. Kinks, deformity). A kink was observed on the polymide shaft between the distal and proximal tamp locks. It is unknown if the kink on the polyimide shaft occurred during the procedure or during subsequent handling or during transit. Based on the provided information, the condition of the returned device, and the investigation performed, the probable cause of the device deployment jam could not e conclusively determined. The review of the lhr (lot f1219106) indicated that the device lot met all established performance criteria prior to shipment.